Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal stayed in the seal loader. When pulled out of seal loader, the seal was not attached to applicator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The seal and the tension spring assembly remained inside the loading device. There was no blood in or on the delivery tube. The slide lock was dis-engaged and the plunger was not depressed on the delivery device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .22 inches . The length of the delivery tube was measured at 2.48 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for the reported failure are maintained and addressed under maquet's corrective and preventive action (CAPA) system

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal stayed in the seal loader. When pulled out of seal loader, the seal was not attached to applicator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.